Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 161 mg/dl. The customer was advised to insert new aaa alkaline battery and display did not return. The customer was advised to remove the battery for 10 minutes and clean battery cap contact with cotton swab and isopropyl alcohol. The customer was advised to allow one minute for the battery contact to dry and insert new aaa alkaline battery but the display did not return. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.